Manufacturer narrative:
(B)(4). Visual examination showed that the device was half deployed. The clip and over sheath assembly were not returned. The yoke was not deployed due to the control wire being detached from the cross pin. It was noted that the set screw was not seated and the spring was missing from the handle. A kink in the control wire was also noted. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacture. The product likely failed to meet the specification due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2016. According to the complainant, during preparation, the hypotube was detached. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure on (B)(6) 2016. According to the complainant, during preparation, the hypotube was detached. The procedure was completed with another resolution clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.